Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR's clinical representative was notified of a pump exchange through the perfusionist at the hospital. The pt was reported to be experiencing pump stoppages with red heart audio and visual alarms. The doctor stated that this was occurring due to a pump thrombus or broken lead wire. A decision was made and the lvad was exchanged for another lvad.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.